Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that no irrigation was observed and aspiration was weak during irrigation and aspiration. The issue was still not resolved after replacing the irrigation and aspiration handpiece. No irrigation was observed even outside the eye. Re-testing the ultrasound handpiece showed no problems. No error messages were displayed. Normal irrigation and aspiration were confirmed after replacing the fms (fluidic management system). The surgery was completed without any other issues. No impact on the patient.